Manufacturer narrative:
The insulin pump passed self test, off no power test and rewind. Unit alarmed compromised force sensor system during displacement test due motor encoder signal out of phase. Unable to perform. Basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Upon visual inspection moisture damage was noted on the force sensor resistor. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, missing end cap sticker and loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was sticking out. Customer's blood glucose was 300 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.